Event description:
Underdelivery reported. The pump was in use administering "at the expected end delivery time, there was still a lot of tpn left in the i.v. Container." A new pump was obtained, and per physician order, the tpn rate was increased and the remainder of the bag infused over the next 2 hrs. There were no adverse ptt effects. The pump was athen tested in the pharmacy department. It was delivering as expected. It was released for pt use. The pump was again returned to the pharmacy for underdelivery. For the second event, th pump was set to infuse an unspecified hydration fluid at 100ml/hr. The pump was sent to pharmacy with a note indicating underdelivery. There were no adverse pt effects. No further info was available.